Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It was reported that the high lead impedance condition was first noted approx 5 months ago. The pt reportedly has a history or personal problems and is currently in jail, so surgical consult pending. X-rays have been ordered but it is unclear when they'll be taken due to the pt's incarceration. Prior chest x-rays taken at the time that the high lead impedance was first noted and again approx 5 months later were reviewed by treating physicians and reportedly did not reveal any obvious discontinuities in the ncp system. The pt has a history of trauma since he is in and out of jail a lot and also suffers from nightly tonic-clonic seizures, during which he falls out of his bed. Treating neurologist indicated that the pt lives several hours away, making it difficult to keep current history, but that the pt seemed to be in stable condition at last office visit. Treatment plans are dependent upon whether the pt is released from jail after his upcoming court date. Lead break is suspected. Revision surgery is likely.